Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was flashing and beeps whenever it puts in battery. The customer¿s blood glucose level was 66 mg/dl. Customer stated display was blank after receiving the new battery cap. The customer declined troubleshooting. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.